Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher's thin blade inside is bent. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On september 18, 2018, it was reported that the thin blade inside the device is bent. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number: (B)(4) three times as documented in the repair reports in livelink. The last repair was march 28, 2018 where it was reported that the device required repair and the comb was replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on november 1, 2018 revealed that pre-testing could not be performed due to the damaged comb. The handle had no lubrication. Repair of the skin graft mesher was performed by zimmer biomet australia on november 1, 2018 which included replacement of the comb. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was "out of shape". The root cause of the blade being bent could not be determined with the provided information since it is unknown how the comb became bent. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.